Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed, "system error, out of service, revert to manual CPR," error message was confirmed based on the archive data review, and during functional testing. The root cause was due to the defective drivetrain motor likely due to a defective component. There was no physical damage observed on the returned autopulse platform during the visual inspection. Review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message, thus, confirming the reported complaint. The investigation findings revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.011", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out, and would not lock into the drivetrain motor shaft dimple locking well, and caused the brake to disengage. The drivetrain motor needs to be replaced to address the ua139 error. The autopulse platform failed initial functional testing due to, "system error, out of service, revert to manual CPR," error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective drivetrain motor needs to be replaced to remedy the issues. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) performed 1 compression, and displayed a, "system error, out of service, revert to manual CPR" message. The crew immediately performed manual CPR. No consequences, or impact to patient.